Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their dermatologist and was diagnosed with a dermatitis skin rash. For treatment, the patient was given a prescription of steroids and enrollment in a patch study. The pod was worn longer than 48 hours on unknown location. The patient was discharged after 30 minutes.